Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent a right sided lobectomy on (B)(6) 2016 and prior to surgery the scs system was turned off. After surgery ((B)(6) 2016) the patient attempted to turn therapy on and the patient controller was unable to connect to the ipg. The ipg is on the right side. The patient underwent surgical intervention on (B)(6) 2016 where the ipg was explanted and replaced. Therapy was successfully resumed.